Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced ketones and unintentional weight loss while using the device. The end-user¿s endocrinologist noted concern regarding insufficient basal insulin delivery. Blood glucose was not affected.